Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to manufacturer.

Event description:
It is alleged by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2015 where he was implanted with a stryker hip system. It is further alleged that the patient's right hip had to be revised on (B)(6) 2016 due to excessive levels of chromium and cobalt revealed in blood work.